Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer intermittently would not interrogate. Rf (radio frequency) head connector found loosed on the lem (link electronic module printed circuit board. Analysis also found the latch tabs on the power cord bay were broken and the handle was cracked. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer wand interface does not work; devices can't be identified. A new wand was tried as well. If was requested to fix handle and plug flap door as well. The programmer was returned for repair. No patient complications have been reported as a result of this event.